Manufacturer narrative:
Good faith effort attempts were made to try and retrieve device return status. As of today, no information has been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this insertable cardiac monitor (icm) device had started to come out from the surgical incision. Due to this reason, the patient underwent a surgical procedure to have their icm device explanted. A new icm device is expected to be implanted in the future, once the wound heals. No additional adverse patient effects were reported. This icm device has not been returned.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve device return status. As of today, no information has been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this insertable cardiac monitor (icm) device had started to come out from the surgical incision. Due to this reason, the patient underwent a surgical procedure to have their icm device explanted. A new icm device is expected to be implanted in the future, once the wound heals. No additional adverse patient effects were reported. This icm device has not been returned. Additional information indicates a new icm device was implanted in the patient as replacement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not identify any product issues that would have made dehiscence more likely than what is described in the instructions for use for this icm device as a known inherent risk of the use of this product.

Event description:
It was reported that this insertable cardiac monitor (icm) device had started to come out from the surgical incision. Due to this reason, the patient underwent a surgical procedure to have their icm device explanted. A new icm device is expected to be implanted in the future, once the wound heals. Additional information indicates a new icm device was implanted in the patient as replacement. No additional adverse patient effects were reported. The first icm device has been returned and analysis has been completed.